Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 5149212.

Event description:
It was reported that the patients leads have high impedances. The patient underwent a lead replacement procedure and patient was doing well postoperatively. The explanted leads were disposed of by the hospital.